Event description:
A customer reported that their pump battery was depleting too quickly, although this did not lead to the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. No further troubleshooting was conducted.